Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device would not work at all while in use with the standard console device. It was further reported that instructions were followed but the device still failed to work. There was a thirty minute delay to the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.